Event description:
Patient reported that back to back test readings on the ss neter were 121 and 370 mg/dl (98% difference). Tests were done within 10 minutes of each other using separate finger sticks (first test done with code (4) strips, second test done with code (8) strips). Control solution test reading was in range. Patient stated that is newly diagnosed and has used the meter only for a few days. Lfs representative reviewed qc procedures and discussed meter/lab comparison with patient. There was no allegation of harm.